Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump died in the middle of the night. Customer's blood glucose level was unknown. Customer reported that sometimes batteries last less than 7 days, low battery indicator not accurate. Customer decline to troubleshooting with technical support. The insulin pump will not be returned for analysis.